Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-01531.

Event description:
During preparation for a medical procedure, a penumbra system ace 60 reperfusion catheter (ace60) and a neuron max 6f 088 long sheath (neuron max) were each found kinked at the proximal shaft upon removal from the packaging. The damage to the ace60 and neuron max were found prior to use therefore, they were not used in the procedure. The procedure was completed using a new ace60 and neuron max.

Manufacturer narrative:
Results: the returned neuron max was damaged at the tip. The device was returned inside an opened sterile pouch without its packaging card. Conclusions: evaluation of the returned ace60 confirmed a device with a kink on the proximal end. If the device is forcefully removed from the packaging at extreme angles, damage such as a kink may occur. Evaluation of the returned neuron max revealed a damaged distal atraumatic tip. This type of damage typically occurs during removal of the device from its packaging. If the packaging mandrel becomes unsecured from the packaging card, it may pin the neuron max distal atraumatic tip between the mandrel and the packaging tube. If the device is subsequently retracted while pinned, the distal atraumatic tip will likely become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01531.